Event description:
The pt reported out of range normal control solution test results and inaccurately low blood glucose readings with device, lot 1h516b. Some time last week, the pt opened the first bottle of test strips from the box and performed a normal control solution test. He obtained two back to back normal control solution test results of "not enough blood: and 25 mg/dl versus a normal control solution range of 115-173 mg/dl (sol lot va025, exp 1/97). The pt opened the control soslution approx one week ago. He shook it before he applied the sample to the test pad. The pt removed the desiccant from the first bottle immediately after he obtained the out of range normal control solution test results. With the representative, the pt obtained, with the first bottle, a normal control solution test result of 37 mg/dl versus a normal control solution range of 115-173 mg/dl. Also with the representative, the pt performed a side by side blood glucose comparison with the first and second bottle from the same box. The pt opened the second bottle while on the telephone with the representative. With a test strip from the first bottle out of the box, the pt obtained a blood glucose result of 116 mg/dl. With a test strip from the second bottle out the box, the pt obtained a blood glucose result of 246 mg/dl. With the representative, the pt performed a normal control solution test with the second bottle from the box and obtained a result of 128 mg/dl versus a normal control solution range of 115-173 mg/dl. The pt does not have a check strip. The pt's meter was set to the appropriate code. The desiccant is in the second bottle of co's test strip. The pt thinks the second bottle from the box is working accurately. The pt stores the test strips in his bedroom.